Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's sensor glucose reading was at 82 mg/dl and her blood glucose level was 146 mg/dl. Differences were not within an acceptable range. Customer stated that sometimes there is a curve on the sensor. Customer cleared the threshold suspend alarm. Customer stated that the sensor is reading 52 mg/dl. Customer's calibration factor was not within a range for optimal calibration. Customer was advised to not calibrate on a sensor alert. Customer will be shipped a replacement sensor. Customer will monitor the sensor. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.